Manufacturer narrative:
(B)(4). The reported event was confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found the coating of the stylet was stripped and bunched up/clogged at the connector region which most likely contributed to the reported issue. Electrical testing did not find any indication of conductor fractures or internal shorts. (B)(4).

Event description:
During a procedure, the stylet was not able to be withdrawn from the lead and the coating appeared to be removed. The lead was replaced to resolve the issue and there were no adverse consequences to the patient.